Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Customer lost consciousness and woke up on the floor. Customers roommate administered glucagon shot. Recommendation was made to consult with a healthcare provider to discuss diabetes management.